Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) pacing threshold measurements at maximum outputs. No sensing was able to be obtained, and there was spontaneous loss of rv capture noted. It was unable to be determined if there was a lead issue or poor tissue interface. The patient had a near-syncopal episode. A surgical revision was performed and the pacemaker system was surgically abandoned due to patient condition, and a new system was implanted on the patient's right side. No additional adverse patient effects were reported.